Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed from the top seam of the dialyzer. Blood loss was minimal. No medical intervention was required. Patient had no adverse effects from the event. Sample is available.

Manufacturer narrative:
The actual device was returned to the MFR for physical eval and the complaint is confirmed. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.